Manufacturer narrative:
Based on investigation results, the complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. This event was not device related and is not reportable. All information provided is for corrections and additional information. The reported issue was confirmed. The root cause of the reported issue was overfill. Patient has been rewarming for over 2 hours, but patient temperature (pt) was dropping rather than increasing. Patient temperature started at 36.5c and was now 35.6c. Targeted temperature (tt) was 37c, rewarm rate was 0.25c/hr but just increased to 0.5c/hr. Adult patient with 4 pads in place. Nurse denies any shivering, micro shivering or seizure activity. Patient temperature input was esophageal and ts foley. Nurse swapped back to esophageal being primary input. Both temperatures correlate. Water temperature (wt) currently 31.1c high water temperature limit set to 40c. System diagnostics were outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 29.5c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 2.3l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) 0 percentage, heater 62 percentage, water reservoir level (wrl) was 5. System hours were 1663.5 and pump hours were 1444.8. Had them stop therapy, empty pads and drain 16 ounces of water from right drain port. Restarted therapy. Called back 40 minutes later. Patient temperature increased from 35.6c to 35.9c water temperature 33.1c. Advised patient temperature is responding. Keep in mind patient temperature increase should only be 0.5c per hour. Call back if water temperature drops and patient temperature was not increasing. The DHR is not required because the complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been rewarming for over 2 hours, but patient temperature (pt) was dropping rather than increasing. Patient temperature started at 36.5c and was now 35.6c. Targeted temperature (tt) was 37c, rewarm rate was 0.25c/hr. But just increased to 0.5c/hr. Adult patient with 4 pads in place. Nurse denies any shivering, micro shivering or seizure activity. Patient temperature input was esophageal and ts foley. Nurse swapped back to esophageal being primary input. Both temperatures correlate. Water temperature (wt) currently 31.1c high water temperature limit set to 40c. System diagnostics were outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 29.5c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 2.3l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) 0 percentage, heater 62 percentage, water reservoir level (wrl) was 5. System hours were 1663.5 and pump hours were 1444.8. Had them stop therapy, empty pads and drain 16 ounces of water from right drain port. Restarted therapy. Called back 40 minutes later. Patient temperature increased from 35.6c to 35.9c water temperature 33.1c. Advised patient temperature is responding. Keep in mind patient temperature increase should only be 0.5c per hour. Call back if water temperature drops and patient temperature was not increasing.

Event description:
It was reported that patient has been rewarming for over 2 hours, but patient temperature (pt) was dropping rather than increasing. Patient temperature started at 36.5c and was now 35.6c. Targeted temperature (tt) was 37c, rewarm rate was 0.25c/hr but just increased to 0.5c/hr. Adult patient with 4 pads in place. Nurse denies any shivering, micro shivering or seizure activity. Patient temperature input was esophageal and ts foley. Nurse swapped back to esophageal being primary input. Both temperatures correlate. Water temperature (wt) currently 31.1c high water temperature limit set to 40c. System diagnostics were outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 29.5c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 2.3l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) 0 percentage, heater 62 percentage, water reservoir level (wrl) was 5. System hours were 1663.5 and pump hours were 1444.8. Had them stop therapy, empty pads and drain 16 ounces of water from right drain port. Restarted therapy. Called back 40 minutes later. Patient temperature increased from 35.6c to 35.9c water temperature 33.1c. Advised patient temperature is responding. Keep in mind patient temperature increase should only be 0.5c per hour. Call back if water temperature drops and patient temperature was not increasing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.